Event description:
Complainant alleged that while attempting to treat a patient (66-year-old female), the device inappropriately displayed a "short detected" message and inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report of unit shuts off and short detected could not be replicated or confirmed. Based on log review and testing, the unit shut-off events are consistent with a battery connection or communication issues. Review of log 3906 (11/13/25) showed frequent battery in/battery out fluctuations, auxiliary power toggling, and multiple battery communication failures, with the unit shutting off during 120j discharge approximately 30 minutes into use. These findings indicate an intermittent connection between the battery and the device. Regarding the short-detected concern, only one defib short was observed in log 3911 (11/14/25), followed immediately by a successful 30j test. Testing could not reproduce the report. There is no fault found with the device. The auxiliary connector and battery communication assembly were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.